Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips service engineer (se) was evaluating the device and reported that the v60 ventilator had a touchscreen issue. The se reported that there was a misalignment in the touch position. A calibration was performed on the touchscreen, but the issue was not resolved. The se then replaced the touchscreen to resolve the issue. Periodic maintenance was performed, and no other malfunction was found.

Manufacturer narrative:
The removed touchscreen was returned to philips for failure investigation. The technician was unable to duplicate the complaint that there is a misalignment in the touch position. The touch screen flex circuit passed all resistance testing. After calibration, the touch screen passed all diagnostics testing and passed all operational testing. The touchscreen operates as expected. There was no problem found on the returned touchscreen.